Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement and self tests. However, the pump had minor scratches on the lcd window.

Event description:
It was reported that the insulin pump had an error alarm when priming. Customer's blood glucose reading at the time of the call was 8 mmol/l. No further information reported.